Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a beep anomaly. The insulin pump does not beep. The audio was set to 4. They performed a self-test. The insulin pump did not beep during the tone test. The customer's blood glucose level was unknown. The device will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test however, pump had no audio tones during the self test due to an open coil on electronic board. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.